Event description:
It was reported that this right atrial (ra) lead was surgically repositioned as it showed high capture thresholds and low/poor amplitude morphology signals. The procedure was successful. However, upon the patient's discharge from the hospital, it was noticed that the ra lead dislodged. Subsequently, the patient had another revision procedure where it was decided to remove the ra lead, plug the ra port and program the implantable cardioverter defibrillator as a single-chamber device. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically repositioned as it showed high capture thresholds and low/poor amplitude morphology signals. The procedure was successful. However, upon the patient's discharge from the hospital, it was noticed that the ra lead dislodged. Subsequently, the patient had another revision procedure where it was decided to remove the ra lead, plug the ra port and program the implantable cardioverter defibrillator as a single-chamber device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.